Event description:
It was reported that an allergic reaction occurred following the use of the venaseal closure system during a procedure to treat the great saphenous vein (gsv). The patient experienced hypersensitivity, phlebitis, swelling, skin inflammation, irritation, discoloration, itching, and rash at the treated site, with symptoms progressing to other areas, including the chest. The patient was hospitalized for care and medical intervention, including medication, was required. The issue was still present at the time of reporting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.